Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The high resolution stereo viewer (hrsv) right monitor was installed onto a golden system where it displayed an image with thin and thick vertical lines down the display. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault of an electronic component or module within the display of the affected hrsv.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) right monitor due to blank vision in surgeon side console (ssc). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the hrsv.

Event description:
It was reported that during a da vinci-assisted internal mammary artery harvest - bilateral (midcab) surgical procedure, the customer reported to technical support engineer (tse) that the right eye went blank in the high-resolution stereo viewer (hrsv). The customer performed troubleshooting; however, the issue persisted. The customer confirmed that the vision side cart (vsc) monitor displaying had both eye vision. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer had system cables connection and power cycled the system for troubleshooting. The procedure was completed with another dv system console.